Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Device received from (B)(6) for servicing. During servicing, it was found that the device has cosmetic damage. It is unknown if the device was used during surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no additional information provided.